Event description:
During coronary vessel intervention, a wire was advanced into the coronary artery, the roto-blade device was then advanced on the wire. The device is "primed" or tested outside the body while on this interventional wire. The test involves the roto-blade burr spinning at a high speed. When we tested this device, the burr spun, but basically sawed the intervention wire in half, which never has happened before. The wire segment that was inside the body was able to be removed and saved, along with the faulty device and remainder of the wire that was outside the body. Upon inspection of the roto-blade burr, we noticed a flared, somewhat rough or sharp edge on the burr. Interview with staff involved conducted. The burr snapped the wire outside of the body during a "test run" of the device. This did not cause patient harm but had large potential to if this would have occurred while the device was inside the body. This device was removed from the procedure table and not utilized. A new device was opened and utilized for the atherectomy procedure of the patient. The defective product was retained- the company is aware of the defective product. Manufacturer response for roto-blade device, (brand not provided) (per site reporter). The company rep would like to have access to the device. Representative needs to contact risk management department office or contact the nurse manager of the cath lab to request the device to be turned over to them.